Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Adhesive was not returned. It was unable to perform further investigation. Issue will be closed to no product returned. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported an adhesive issue with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. No symptoms were reported. The customer was provided with an injection of rapid-acting insulin (dose/type unspecified) for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported an adhesive issue with the abbott diabetes care (adc) device. The adc device prematurely detached and the customer was unable to obtain glucose readings. No symptoms were reported. The customer was provided with an injection of rapid-acting insulin (dose/type unspecified) for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.